Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged having nausea, feeling tired and slugish, light headed, dizziness. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of nausea, feeling tired and sluggish, light headed and dizziness related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for further evaluation. The manufacturer visually inspected the external and internal part of the device. Dust/dirt like contamination observed on the top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, p4power connector, dc jack colour insert. A hair like substance was observed inside the bottom enclosure and scratch on the outside of top enclsoure. An unknown contaminate was observed inside the top enclosures, inside the ui and rear panels. A white powder substance was observed inside the blower box upper cap, blower box, blower, blower outlet seal and rear panel o-ring. Liquid ingress was observed on the p4 power connector. A contaminate consistent with keratin was observed on the blower box. The manufacturer found no error codes. The manufacturer applied power to the device and verified the airflow. The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam. Sections d8, d9, h2, h3, h6 were updated in this report.